Event description:
A ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes indicating both speakers either failed or were not installed were discovered in the event log. The speakers were replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third-party service center.